Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. The patient experienced a skin reaction that began three days after the insertion of a sensor into the arm. Prior to insertion, the application site was prepared using alcohol. Following placement, the patient developed redness and inflammation localized under the sensor patch, accompanied by itching and a burning sensation. On (B)(6) 2025, the patient initiated treatment with a prescription oral antibiotic (doxycycline); however, the specific dosage was not provided. The patient submitted the report via the web self-service form and has not responded to multiple follow-up attempts to clarify details regarding the prescribed medication. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available